Manufacturer narrative:
H11: b5: the device was not in use when the issue was observed. No patient or user harm reported.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" alarm. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no medical intervention or delay in therapy reported. No patient or user harm reported. The service engineer reported that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" alarm at the repair center. The error code was also confirmed in the event log. The se noted that solenoid valves 3 and 4 required replacement. The customer declined to have the device repaired. The device was returned to the customer with no repairs performed.